Event description:
Info received indicates when the handles for the intellidrive are pressed forward the intellidrive moves backwards instead of forward.

Manufacturer narrative:
Repairs have not been completed.